Event description:
Information received indicates there are exposed wires on the pendant cable because it pulled out of the pendant body.

Manufacturer narrative:
A new pendant was shipped to the facility to repair the bed.